Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 22:24:57. During night drain cycle three, the patient's ultrafiltration reading was 1645ml, indicating the home patient (hp) drained 1645ml more than their maximum programmed fill volume of 2500ml. No additional information regarding the iipv event is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.